Event description:
This unsolicited case from (B)(6) was received on 22- jun-2017 from a patient. This case involves an adult female patient who received treatment with synvisc one and on the same day, patient had pain/ pain in left knee/ pain increasing as days are ongoing/ knee cap was sore, swelling/ leg swelled around knee cap, on sides and top of knee/ knee very swollen/ lumpy swelling/ swelling in left knee, hurt very badly when doctor put shot in/ injection was extremely painful, warmth/area was hot; after few days patient cannot walk, feels bruised, cannot bend her knee more than at about a 45 degree angle/ could not lift her knee up more than two thirds of the way up, cannot put pressure on leg, stiffness, muscle bulging above knee on left side and below this there was another lump/ lumpy swelling relevant information about concomitant medication or concurrent condition was not reported. Patient started receiving synvisc-one a few years ago and normally it worked well. For years she never had a problem. Patient mentioned that she received multiple synvisc-one injections in the past and all the treatments have been successful. She was an active person, normally running, yoga, and golfing. Her injection in (B)(6) 2016 hurt more than usual when injected and she had pain on and off for 2 to 3 weeks. It felt like her knee cap was sore and she needed a knee brace, then about 3 days later it was fine. Eventually this pain went away completely. She had to switch clinics for her dose on (B)(6) 2016 and (B)(6) 2017 injections. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number and expiration date: not reported) for osteoarthritis in left knee. On the same day, patient experienced pain, swelling, warmth and stiffness after having synvisc-one injection. It hurt very badly when the doctor put the shot in and it hurt quite badly for a couple of weeks. About 4 or more days ago her leg swelled around her knee cap and on sides and top of her knee. Patient claimed that the injection was extremely painful. Patient pain was increasing as days were going by since the injection was administered. Patient mentioned that the only physical activity she did was yoga. Patient knee was now very swollen and lumpy. On an unknown date in (B)(6) 2017, after few days of receiving synvisc one injection, the area was hot and there was lumpy swelling. Patient could not walk and cannot put pressure on her leg. Patient could not lift her knee up more than two thirds of the way up. It was reported that one of the muscles was bulging above the knee on the left side of the leg and below this was another lump. Four or five inches above the knee cap swelled up and another lump on the side. Patient cannot walk or bend her knee more than at about a 45 degree angle and she also mentioned that it felt bruised. Patient had to walk with crutches. Patient saw a doctor on (B)(6) 2017 and she stated that doctor did not really examine her and told her she needed physiotherapy and a knee brace. Patient was taking ibuprofen (advil) for the pain. Patient felt that it was the way synvisc-one was injected and that the doctor might not be familiar with injecting synvisc-one. Patient stated that the doctor seemed nervous. The doctor did not remove anything from the joint prior to injecting synvisc-one. Patient was unsure if the doctor put synvisc-one in incorrectly but thought that it might be the case. The doctor patient had prior to these two injections knew what she was doing. Patient was now in need of a knee brace and was currently on crutches and wearing a sport wrap around her knee for support. Corrective treatment: crutches, knee brace, sport wrap for cannot walk and cannot put pressure on leg; ibuprofen (advil) for pain/ pain in left knee/ pain increasing as days are ongoing and hurt very badly when doctor put shot in/ injection was extremely painful; not reported for rest events outcome: not recovered for cannot walk, cannot bend her knee more than at about a 45 degree angle/ could not lift her knee up more than two thirds of the way up, pain/ pain in left knee/ pain increasing as days are ongoing/ knee cap was sore, swelling/ leg swelled around knee cap, on sides and top of knee/ knee very swollen/ lumpy swelling/ swelling in left knee, hurt very badly when doctor put shot in/ injection was extremely painful; unknown for rest events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: important medical event for cannot walk additional information was received on 29-jun-2017. Global ptc number with results was added and the text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 29-jun-2017: this case concerns a female patient who received synvisc one injection and later could not walk. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Lack of further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment. Also, patient's underlying condition of osteoarthritis is a confounding factor.

Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 from a patient. This case involves an adult female patient who received treatment with synvisc one and on the same day, patient had pain/ pain in left knee/ pain increasing as days are ongoing/ knee cap was sore, swelling/ leg swelled around knee cap, on sides and top of knee/ knee very swollen/ lumpy swelling/ swelling in left knee, hurt very badly when doctor put shot in/ injection was extremely painful, warmth/area was hot; after few days patient cannot walk, feels bruised, cannot bend her knee more than at about a 45 degree angle/ could not lift her knee up more than two thirds of the way up, cannot put pressure on leg, stiffness, muscle bulging above knee on left side and below this there was another lump/ lumpy swelling. Relevant information about concomitant medication or concurrent condition was not reported. Patient started receiving synvisc-one a few years ago and normally it worked well. For years she never had a problem. Patient mentioned that she received multiple synvisc-one injections in the past and all the treatments have been successful. She was an active person, normally running, yoga, and golfing. Her injection in (B)(6) 2016 hurt more than usual when injected and she had pain on and off for 2 to 3 weeks. It felt like her knee cap was sore and she needed a knee brace, then about 3 days later it was fine. Eventually this pain went away completely. She had to switch clinics for her dose on (B)(6) 2016 and (B)(6) 2017 injections. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number and expiration date: not reported) for osteoarthritis in left knee. On the same day, patient experienced pain, swelling, warmth and stiffness after having synvisc-one injection. It hurt very badly when the doctor put the shot in and it hurt quite badly for a couple of weeks. About 4 or more days ago her leg swelled around her knee cap and on sides and top of her knee. Patient claimed that the injection was extremely painful. Patient pain was increasing as days were going by since the injection was administered. Patient mentioned that the only physical activity she did was yoga. Patient knee was now very swollen and lumpy. On an unknown date in (B)(6) 2017, after few days of receiving synvisc one injection, the area was hot and there was lumpy swelling. Patient could not walk and cannot put pressure on her leg. Patient could not lift her knee up more than two thirds of the way up. It was reported that one of the muscles was bulging above the knee on the left side of the leg and below this was another lump. Four or five inches above the knee cap swelled up and another lump on the side. Patient cannot walk or bend her knee more than at about a 45 degree angle and she also mentioned that it felt bruised. Patient had to walk with crutches. Patient saw a doctor on (B)(6) 2017 and she stated that doctor did not really examine her and told her she needed physiotherapy and a knee brace. Patient was taking ibuprofen (advil) for the pain. Patient felt that it was the way synvisc-one was injected and that the doctor might not be familiar with injecting synvisc-one. Patient stated that the doctor seemed nervous. The doctor did not remove anything from the joint prior to injecting synvisc-one. Patient was unsure if the doctor put synvisc-one in incorrectly but thought that it might be the case. The doctor patient had prior to these two injections knew what she was doing. Patient was now in need of a knee brace and was currently on crutches and wearing a sport wrap around her knee for support. Corrective treatment: crutches, knee brace, sport wrap for cannot walk and cannot put pressure on leg; ibuprofen (advil) for pain/ pain in left knee/ pain increasing as days are ongoing and hurt very badly when doctor put shot in/ injection was extremely painful; not reported for rest events. Outcome: not recovered for cannot walk, cannot bend her knee more than at about a 45 degree angle/ could not lift her knee up more than two thirds of the way up, pain/ pain in left knee/ pain increasing as days are ongoing/ knee cap was sore, swelling/ leg swelled around knee cap, on sides and top of knee/ knee very swollen/ lumpy swelling/ swelling in left knee, hurt very badly when doctor put shot in/ injection was extremely painful; unknown for rest events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: important medical event for cannot walk. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a female patient who received synvisc one injection and later could not walk. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Lack of further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment